Event description:
Tip of blade broke off during procedure. The broken piece of blade was located and inspected to assure entire tip was retrieved. A second dh105 was used to complete case with no pt consequence.